Event description:
Regulatory agency reported an extra capsular rupture of the right device. The device has a gauged appearance as well as a double capsule appearance. The device was explanted.

Manufacturer narrative:
Device analysis: visual analysis of the returned device identified: weight within specifications and opening. A microscopic analysis was performed which identified an opening sharp in the posterior side. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture this is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory agency reported an extra capsular rupture of the right device. The device has a gauged appearance as well as a double capsule appearance. The device was explanted.